Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of seroma and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV, seroma, calcification, pain, "insecure, fearful, anxious".

Event description:
Patient reported "insecure, fearful, anxious" and mentioned capsular contracture baker grade IV on left side. The device remains implanted. Healthcare professional reported "discrete amount of fluid between implant" and calcification.

Event description:
Patient representative reported "lump in the left breast."

Manufacturer narrative:
Additional, changed, and/or corrected data.